Event description:
It was reported that the touchscreen became cracked due to the customer dropping the pump (user induced damage). Reportedly, the pump was functional. The customer's blood glucose level was 176 mg/dl. This event is being reported based on the evaluation of the returned device. During evaluation, the touchscreen was observed to be unresponsive.